Manufacturer narrative:
The reported events were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient's atrial lead exhibited no appropriate sensing or capture. Dislodgement of the atrial lead into the distal subclavian vein was confirmed. The dislodgement was thought to be as a result of twiddler's. The lead was explanted and replaced. The patient was stable before, during and after the procedure.